Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A service history review revealed this device has been serviced previously for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of (B)(4).